Event description:
It was reported that on the back table, during prep, a command guide wire was attempted to be advanced through the 2x20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter,but there was resistance. There may have been a blockage in the lumen of the balloon or the lumen was bent. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. A new balloon was used to complete the procedure with the same command guide wire. Returned device analysis identified that a potentially abbott guide wire was returned frozen in the lumen of the armada pta catheter. The guide wire was returned with blood visible on the core and polymer coated coils there was visible contrast on the core. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to remove was confirmed. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.